Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 626163) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), visual impairment ("poor vision"), memory impairment ("forgetful"), myalgia ("severe muscle pain"), back pain ("back pain"), arthralgia ("pain in hips"), affect lability ("lability"), fatigue ("extreme fatigue"), thyroid disorder ("slow thyroid gland") and mental disorder ("psychological complaints"), lasting 10 years. The patient was treated with surgery (xenobiotic material removed). Essure was removed. At the time of the report, the abdominal pain, anxiety, visual impairment, memory impairment, myalgia, back pain, arthralgia, affect lability, fatigue, thyroid disorder and mental disorder outcome was unknown. The reporter considered abdominal pain, affect lability, anxiety, arthralgia, back pain, fatigue, memory impairment, mental disorder, myalgia, thyroid disorder and visual impairment to be related to essure. Lot number: 626163 manufacture date: 2007-10 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 626163) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), visual impairment ("poor vision"), memory impairment ("forgetful"), myalgia ("severe muscle pain"), back pain ("back pain"), arthralgia ("pain in hips"), affect lability ("lability"), fatigue ("extreme fatigue"), thyroid disorder ("slow thyroid gland") and mental disorder ("psychological complaints"), lasting 10 years. The patient was treated with surgery (xenobiotic material removed). Essure was removed. At the time of the report, the abdominal pain, anxiety, visual impairment, memory impairment, myalgia, back pain, arthralgia, affect lability, fatigue, thyroid disorder and mental disorder outcome was unknown. The reporter considered abdominal pain, affect lability, anxiety, arthralgia, back pain, fatigue, memory impairment, mental disorder, myalgia, thyroid disorder and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), visual impairment ("poor vision"), memory impairment ("forgetful"), myalgia ("severe muscle pain"), back pain ("back pain"), arthralgia ("pain in hips"), affect lability ("lability"), fatigue ("extreme fatigue"), thyroid disorder ("slow thyroid gland") and mental disorder ("psychological complaints"), lasting 10 years. The patient was treated with surgery (xenobiotic material removed). Essure was removed. At the time of the report, the abdominal pain, anxiety, visual impairment, memory impairment, myalgia, back pain, arthralgia, affect lability, fatigue, thyroid disorder and mental disorder outcome was unknown. The reporter considered abdominal pain, affect lability, anxiety, arthralgia, back pain, fatigue, memory impairment, mental disorder, myalgia, thyroid disorder and visual impairment to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.